Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address osteolysis and cup loosening.

Manufacturer narrative:
Update: (B)(4) 2012 - litigation papers received. In addition to previously reported allegations, it is now alleged that the patient suffers from pain, causing difficulty ambulating and sleeping. It is also alleged that the patient suffers from metal ions.depuy considers the investigation closed at this time.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear and metallosis.